Manufacturer narrative:
(B)(4). No devices and photos were received; therefore the condition of the components is unknown. Review of the device history records for the reported product did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combinations. The products were found to be compatible. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Event description:
It was reported that the articular surface would not lock into place.